Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012709264 was returned and analyzed. During visual inspection, the catheter appeared intact with no visible issues. The spiral array looked normal without any deformations, the slide function was stuck, and the shape of the capture device showed no unusual or atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The stiffness limited its full range of motion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Electrical continuity testing revealed intact electrode wires without any detachment or breakage. The x-ray imaging revealed that there were entangled electrode wires inside the shaft near the dual lumen. In conclusion, the catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure. The catheter was not well rounded and did not return to its normal shape. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.